Manufacturer narrative:
A steris account manager arrived onsite to inspect the rack and no issues were noted; the rack was found to be operating according to specification; no abnormal surfaces were identified, and no repairs were required. While onsite, the account manager was informed by user facility personnel that the employee cut their arm on the edge of the rack. Although the rack was to specification and no repairs were required, the customer has requested that the edges on the rack to be buffed. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a cut on their arm while unloading their 3 level manifold rack. Medical treatment was administered, and the employee returned to work.